Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the jaws got stuck. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. No device fragments fell into the patient. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Manufacturer narrative:
(B)(4). Procedure was sometime between (B)(6) 2016.

Event description:
To correct this condition, a new device was opened.